Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The infusion device displayed an occlusion error. The patient changed all consumables and after a few minutes an occlusion error was displayed again. The patient suffered from diabetic ketoacidosis and was hospitalized. The customer was treated for dka with saline solution infusion and insulin. The patient was hospitalized for five days.